Event description:
Additional information received from a manufacturing representative reported that no devices would be returned. The problem was corrected and a different device was used by the health care provider.

Event description:
The lead migrated to near the generator. The fixation was made with the silicon part, because the physician couldn¿t pass the lead through the other fixator during surgery. The patient started to feel primary pain again. The physician requested an x-ray and noticed the lead migrated. Patient harm/injury occurred, a new surgery will be scheduled to replace the lead. Additional information has been requested to find out the outcome of this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant: product ID 3777-75, lot# va0p3ze004, implanted: 2015-(B)(6), product type lead. (B)(4).